Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. The sample quality was assessed as acceptable, with no indications of hemolysis or lipid interference. Instrument maintenance records and alarm traces showed no relevant issues during the period of testing. The root cause was attributed to a sample-specific discrepancy, as the specificity of the elecsys hbsag ii assay is less than 100%, and single false reactive results may occur. The customer was advised to perform confirmatory testing using the elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm to validate the results. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2024, the sample was tested using the hbsag g2 elecsys e2g 300 v2 assay and generated a result of 3.00 coi (reactive). On (B)(6) 2024, the sample was re-tested on the same system and generated a result of 3.14 coi (reactive). Further testing of the same sample included the following results: anti-hbs at 46.90 coi (indicative of prior vaccination), elecsys hbeag, ahbe, and ahbc assays were all negative, and a competitor assay for ahbc igm was negative. Additional non-roche hbsag testing was also negative. No hepatitis b dna test was performed, and the pre-s1 protein result was negative. The patient¿s alt result was normal. The patient had a prior history of reactive results with the hbsag g2 elecsys e2g 300 v2 assay during testing conducted in 2023, with results of 4.91 coi, 4.97 coi, and 4.49 coi (all reactive). Non-roche hbsag testing at that time was negative. The customer regarded the elecsys hbsag ii results as false reactive. The sample was retained for further confirmatory testing.